Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Our device tracking records indicate the patient expired 7 years ago. We have no information to suggest the death was device related.